Manufacturer narrative:
The product is not returned to manufacturer for evaluation however x-ray images were reviewed. X-ray review: post-op x-rays from l2-l5 fusion show that both set screws at the l2 level are out of the screw heads.the lumbar lordosis is absent and the rods are over bent likely creating a "pre-stress" on the screws.

Event description:
It was reported that patient with l2-l5 degeneration underwent fusion at l2-l5. On (B)(6) 2017, nearly one year post op, set screw was observed to be freely floating in the patient. No patient complications reported as a result of this event. As of now, no further treatment has been scheduled.